Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the patient had redness and exposure of the header at the implant site. Furthermore, the patient found that the suture material had emerged slightly. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The crt-d was explanted.